Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair, internal to patient, using ultra fast-fix assembly - curved the t2 implant could not be deployed. T1 was removed from the patient. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging without anchors, suture, or blue split cannula. The needle shaft has been bent. The actuator has been fully actuated. A review of the customer provided image reveals the device is outside of original packaging without anchors, suture, or blue split cannula. The needle shaft appears bent. The actuator is fully actuated. A functional evaluation revealed the actuator could function as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.